Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a patient with inflammation in both eyes, following bilateral photo refractive keratectomy. The inflammation was noted to be greater in the right eye. The patient presented with eye pain. The patient was treated with increased topical steroid dosage. In a follow up, the center director reported that the epithelium was healed 100% and no inflammation, as of the most recent postoperative visit. Also, the patient was instructed to taper the topical steroid drops and continue the use of artificial tears. There are two medical device reports associated with this event. This report is for the right eye.